Event description:
/ Diag branch and the balloon was inflated to 20 atmospheres for 10 seconds. Subsequently, a 3.75x15mm maverick was performed which demonstrated reduction of the lesion to less than 0% residual and timi 3 flow in both vessels. The patient tolerated the procedure well. He was transferred to the intensive care unit in stable condition. He was given aspirin, plavix, and reopro post-procedure. The patient presented 1 day after the original intervention. The proximal lad was noted to be totally occluded. An intravascaular ultrasound of the lad and diag branchesdemonstrated patent stents in the lad with a dissection in the proximal portion of the lad. In v/the diag branch, the stents were seen to be patent, but the proximal diag stent appeared to be insufficiently deployed. Re-establishment of timi13 flow was achieved after angio jet thrombectomy and complex percutaneous coronary intevention with two-wire technique and kissing balloons in the lad. Placement of a 3.5x12mm taxus stent in the proximal portion of the lad was followed by final kissing balloon dilatations with a 2.0x15mm balloon in the diag and 3.5x15mm balloon in the lad. The patient tolerated the procedure well. He was transferred to the intensive care unit in fair condition. He was given aspirin and plavix long-term with double dose plavix of 150 mg for 1 month.